Event description:
It was reported that during a procedure, the first side-firing fiber cap was noted to have detached. The second side-firing fiber cap was noted to have detached and the procedure was completed with a third fiber. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The procedure was completed with a third fiber. Patient or user outcome: "no damages to the patient'. This report is for the second fiber.

Manufacturer narrative:
(B)(4).